Manufacturer narrative:
No unexpected number ramping or scrolling was noted. The insulin pump was received with intermittent button response, due to corrosion on keypad traces. The insulin pump has normal operating currents and no unexpected battery out of limit alarm was noted. The insulin pump was received with a cracked case on display window corners, minor scratches on the display window, cracks on the reservoir tube lip, and a cracked belt clip slot.

Event description:
It was reported that a button on the insulin pump was not working and the numbers were moving on their own. The customer's blood glucose was 14.3 and the customer treated with an insulin pen. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.